Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4 date received by manufacturer for follow-up report 2 should be september 1, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a surgery for a femoral neck fracture the surgeon had difficulty adapting the hs 130° plates 2 holes and 4 holes onto the cephalic screw of 10 mm in length. It seemed the diameter of the cephalic screw is slightly larger than the diameter of the dhs plate conduit. Another plate 135°, which was not adapted was used. There was sixty (60) minute surgical delay. Medical intervention for bleeding was needed. The procedure was completed successfully. There was a reported septic risk during the procedure to the patient. Concomitant devices reported: lcp dhs-pl 130° 2ho l60 standbarrel sst (part number 02.224.202s, lot l837247, quantity 1), dhs/dcs-scr ø12.5 l100 sst (part number 280.000s, lot 4l20926, quantity 1). This report involves one (1) 130 deg lcp dhs plate standard barrel 4 holes/92mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 02.224.204s, lot: l923242, manufacturing site: grenchen, release to warehouse date: august 31, 2018, expiry date: august 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the lcp-dhs plate is in a good condition. No significant traces of use are present. Functional test: the function test at zuchwil customer quality was conducted with the returned dhs blade. According of the damaged shaft / groove of the dhs blade, it was not possible to slide the dhs plate over the dhs blade shaft. Therefore, no additional investigation will be performed on this device, the damaged dhs blade will be evaluated in the other product investigations of this complaint. Dimensional inspection was performed as below: document/drawing: feature/test/description: bore - hole results "pass" feature/test/description: bore - hole slot results "pass" the measured dimensions were found to be within the given specifications per the drawings. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the root cause of complained malfunction is by the damaged dhs blade which is a post-manufacturing caused use related handling fault at the dhs blade. Summary: this investigation will be rated as unconfirmed, because the root cause was identified that the dhs blade is damaged which lead to the malfunction: it was impossible to adapt the dhs 130° plates (2 holes and 4 holes on the cephalic screw of 10 mm in length). According of the damaged shaft / groove of the dhs blade, it was not possible to slide the dhs plate over the dhs blade shaft. During the investigation of the dhs plate, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.